Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume intermate was broken. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date -- october 19, 2015 ¿ october 22, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that the fillport cap was missing. The reported condition of broken cap coil was not verified, however there is an issue of missing cap. The cause of the missing cap was undetermined. Should additional relevant information become available, a supplemental report will be submitted.